Manufacturer narrative:
Device evaluation found that the side plate sensor was bad confirming the reported issue. The sensor plate was replaced. The circuit boards were inspected. The device was calibrated. The device was tested on a simulator. The air-in-line, alarm, battery, connectors, display, door ajar, rate accuracy, and self-test/power all passed. The root cause was determined to be the bad sensor plate. This was related to the previous repair. This type of event will continue to be monitored.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up will be submitted upon completion of device evaluation and investigation results.

Event description:
Reportedly, post repair, the device had a flow error. It is unknown if there was patient involvement. There was no reported patient harm. No additional information is available.